Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: a review of the pump black box data showed alarms related to battery life on (B)(6) 2015. Reboots were observed after the clearing of the alarms. A visual inspection of the pump showed that the battery compartment was intact. The pump was able to power on with the returned battery cap. During testing, a call service alarm was emitted during the rewind step. The pump cover was opened and moisture contamination was observed in the pump on the motor, clock circuit, and on the battery canister. The complaint could not be duplicated due to the call service alarm. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.